Manufacturer narrative:
Although there were reportedly no impact to the patient, the event description indicates that some blood loss did occur. The amount of blood loss was not available. The investigation has yet to be completed. A follow up report will be submitted when the investigation is complete but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).

Event description:
The user facility reported valve leakage on the rss602 device during a procedure. Follow-up communication from the user facility reported the following information: it was reported that three sheaths with valves were described as "overly leaky." The amount of blood loss was not available. No additional medical intervention was required. Three complaint samples from the same reported product code/lot number were reported. See MDR# 1118880-2015-00069 and MDR# 1118880-2015-00086.

Manufacturer narrative:
As stated, this report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00085 to provide the evaluation results. The actual device was returned to the manufacturing facility for evaluation. The return sample was evaluated and revealed no visual anomalies. The valve and dilator tip were inspected under magnification and revealed no visual defects. An evaluation of the retention samples from the reported lot as well as surrounding lots confirmed there were no visual defects. In addition, functional testing confirmed the products met manufacturing specification. A review of the device history record of the product code/lot# combination confirmed there were no production related problems. The exact cause cannot be determined and there is no evidence that this event was related to a device defect or malfunction. The potential for such an event is addressed in the product labeling with statements such as the following: "insert the dilator into the valve center of sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
This report is being submitted as follow up no. 1 for mfg. Report no. 1118880-2015-00085 to provide the evaluation results.